Manufacturer narrative:
The device and angiograms were not returned to essential medical for investigation purposes. The risk of failing to achieve hemostasis requiring manual compression, application of balloon pressure from a secondary access site, placement of a covered stent or surgical repair; and other access site complications leading to bleeding, hematoma, pseudoaneurysm, etc., possibly requiring blood transfusion, surgical repair, and/or endovascular intervention have been identified as adverse events related to the deployment of the vascular closure device in the IFU. The device history record was reviewed and no non-conformities related to this event were identified. Based on the information reviewed, there is no indication of a lot product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The EU IFU lists access site complications requiring endovascular intervention as possible adverse events. An investigation has been opened to review the device history record and risk documentation for this incident.

Event description:
It was reported that upon deployment of manta 18f, the collagen tore, and collagen "came back out of the tissue tract when removing the tamper tube." The report stated that "the collagen was almost completely flushed out" of the access site." It was also reported that the patient required placement of a covered stent to close the access site. No procedure date, or additional patient information was provided.